Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic colectomy, for the second firing colectomy, they connected the reload to the adapter, then confirmed that the three indicators of handle/adapter/cartridge were in illuminated green. The device was on the firing mode and the surgeon pushed the blue button ,however could not fire the device. The surgeon opened the jaws and noted the cartridge was pre-fired. The nurse mentioned that he/she did not touch the cartridge, from when he/she removed the yellow shipping wedge till he/she handed the device to the surgeon. The procedure was completed with another device. No injury to the patient.